Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 months post implant of a 26 mm sapien 3 ultra valve in the aortic position via transaortic approach, the patient's valve presented with regurgitation and paravalvular leak (pvl). The patient had developed endocarditis that contributed to the valve dysfunction. The patient was also hospitalized the previous week for shortness of breath (sob), pneumonia and hypoxia. To resolve the pvl and aortic regurgitation, a 26 mm delivery system with an extra 2 cc of volume was prepped and used to expand the valve, however, there was little improvement. The patient underwent a valve in valve (vinv) procedure with a 26 mm sapien 3 ultra valve. This improved the pvl and the mean echo gradient was 9 mmhg. The patient tolerated the procedure well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. No relevant imagery was provided; however, medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, paravalvular or transvalvular leak and valve regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for regurgitation was confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'two days post implant of a 26mm sapien 3 ultra valve in the aortic position via transaortic approach, the patient's valve presented with mild regurgitation (unknown if paravalvular or central)', 'approximately 2 months post implantation, the valve had moderately severe regurgitation (unknown if paravalvular or central regurgitation) and unsure if the endocarditis caused or contributed to the increasing regurgitation', and 'approximately 3 months post implantation, the patient's valve was expanded using a 26mm delivery system with an extra 2cc of volume, however, the regurgitation did not improve. As a result, the patient underwent a valve in valve (vinv) procedure with a 26mm sapien 3 ultra valve. This improved the regurgitation, and the mean echo gradient was 9mmhg.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. In this case, it was likely the endocarditis that led to the observed regurgitation. Endocarditis is most commonly caused by an infection with bacteria, fungi or other germs where the germs enter the bloodstream and travel to the heart. In the heart, they attach to damaged heart valves or damaged heart tissue/leaflets, which could result in regurgitation due to the improper functionality of the leaflets. In this case, available information suggests that patient factors (endocarditis) may have contributed to the event. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by edwards lifesciences, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The endocarditis was identified as aggregatibacter aphrophilus. The source of the endocarditis is unknown; however, it is unlikely to survive in edwards' sterilization process. Therefore, it can be concluded that the bioprosthetic valve, as supplied by edwards lifesciences, would not be the source of infection. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
Additional information was provided along with medical records indicating the patient had presented with myalgias and weakness approximately 1 month post implantation of a 26mm sapien 3 ultra valve. The patient was noted to have aggregatibacter aphrophilus bacteremia and it was treated with antibiotics. Approximately 2 months post implantation, the valve had moderately severe regurgitation (unknown if paravalvular or central regurgitation) and unsure if the endocarditis caused or contributed to the increasing regurgitation. Per review of the identified bacteremia, it was concluded that the valve is not the source of the bacteremia as it could not survive in edwards' multi-stage solution processing or terminal sterilant solution and is rapidly inactivated. The investigation is still ongoing.